Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements that was detected via the patient's remote home monitoring system. Additional information indicated that the cause of impedance was not conclusively determined. Also, the physician planned to test the lead and go from there depending on the test results. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information obtained from the field representative indicated that the cause of high out-of-range shock impedance measurement was not conclusively determined. The integrity of the system was tested with commanded shock; however, no measurement anomalies were noted. The patient will then be monitored through routine follow up. This system remains in service. No additional adverse patient effects were reported.